Event description:
Customer reported via phone, the insulin pump had multiple errors that have occurred on tuesday but has been working fine ever since. Customer's blood glucose was 6.3mmol/l. The error the device had unexpected hardware reset occurred, two hardware low level failure alarms, and the motor processor did not report the insulin pump stroke as finished reasonable time. Customer didn't attempt to change the time/date to 2099 on the device. Customer was able to continue use of the device however due to multiple hardware low level failures customer was advised the device need to be replaced. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.